Event description:
It was reported that during preparation for a photoselective vaporization procedure of the prostate, the fiber was confirmed to be in good condition after unpacking and preparation. During vaporization of the prostate, the tip of the fiber separated after one minute of lasing time. The physician was able to view the break through the camera but no courtesy messages were displayed when the break occurred. The fiber and the detached tip were removed from the patient by using suction from the resectoscope. The procedure was successfully completed with a second fiber without clinical consequences to the patient.